Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had trouble breathing and lost consciousness due to experiencing a low blood glucose level of 18 mg/dl; cause was unknown. Customer's husband disconnected the customer from the pump and called an ambulance. Paramedics treated customer with a glucagon injection and customer was taken to the emergency room (ER) and subsequently hospitalized. At the ER, customer was treated with intravenous glucose, fluids, and saline. Customer reported experiencing a headache, high blood pressure, and memory loss due to the issue. Customer was released from the hospital the following day and has reverted to an alternate form of insulin therapy.